Event description:
It was reported that a pt admitted into the ICU for exacerbated copd, and who was being supported by mechanical ventilation was discovered on the nightshift of 9 days later having difficulty breathing. The pt was extubated, and discovered to have bilaterial pneumothoraces, and chest tubes were placed. The pt was stablized with manual ventilation and returned to another ventilator with a fresh device. The pt continued on ventilatory support for approximately 24 hours where upon the pt expired, from causes that were not reported. During the pt's treatment hmef's were in use with a scheduled 24 hours change frequency. Days before the date of event the bb100a was reported to have occluded and was replaced. At the early time the pt exhibited dyspnea. This device was not retained. The occlusion was confirmed off the pt by the reporter. This device was retained and the reporter will send the device to pall. Rt policy is to set the ventilator's high pressure alarm at 10-15 cm h20 higher than the peak airway pressure setting. It was thought that this had been 70cm h20. The pt had required frequent broncho-aspiration to remove secretions. The reporter did not believe the previous device blockage was a proximate cause of death.